Event description:
It was reported via phone call, that the customer received a motor error alarm. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed pump alarmed button error during the rewind due motor encoder signal out of phase. Basic occlusion, occlusion, prime, excessive no delivery, and displacement test were not performed due to constant motor error alarm. The following cosmetic damage was noted on the device: cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.